Event description:
Customer reports a bg of 130 mg/dl while using the advantage system. Customer reports he passed out and his mother called paramedics. Customer reports paramedics tested him 30 minutes later with a result of 48 mg/dl; was treated with a glucose IV and admitted to the hosp for 3 days. No controls were run. A request was made for return of the suspect product and a replacement was sent.